Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the controller had a ¿no device found¿ message displayed. The patient reported that the date and time were incorrect on the controller when unlocking it. The ¿no device found¿ screen started after receiving replacement controller. Troubleshooting was initiated, and the patient continued through connecting screen until reaching the al option starting with #68. The patient repositioned the rtm until they got to numbers between 79-81 and was able to connect with poor/good recharge quality. The controller battery was at 100% and the ins battery at 80%. The patient reported that he hasn't had use of vibration (stimulation) from ins and was in a lot of leg pain.